Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a blepharoplasty procedure, the suture was broken in the middle. Another unit of suture thread was used to complete the case. There was no patient injury.